Event description:
Surgeon reported that a rod broke operatively.

Manufacturer narrative:
This information was not provided during initial report. Additional information was requested, however, information was not provided on returned questionnaire. Device has not been explanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Market withdrawal has been initiated on these devices for an unrelated issue.